Event description:
It was reported that the patient increased amplitude but received the out of regulation (oor) error. The patient was unable to adjust stimulation but had stimulation. It was further reported that impedances were within normal limits. The patient was running multiple programs at high rates. If she increased the amplitude, the oor warning appeared but was cleared without loss of therapy.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).